Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 130mg/dl. The customer states they had dropped the device, and changed the battery in order to stop an alarm from going off. Troubleshoot was conducted. The customer was unable to rewind without continuously getting battery cap alarm. Customer was also not able to perform self-test, due to reoccurring battery out limit alarm. The customer was advised that the device would have to be replaced and returned for analysis.